Event description:
Additional information was received from the consumer regarding the patient. The consumer reported that they had not contacted any of the doctors from the list yet and had no steps planned to get the device explanted yet. The consumer reported that they would try to get some doctor who was close by, but for right now, nothing was being done. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient wanted to have his ins removed because the device didn¿t seem to be working right. Therapy stopped helping three years prior to (B)(6) 2017. The patient also felt the electrical impulse when he had physical therapy and they massaged his back. It was unknown when the electrical impulse issue began. The consumer asked how to arrange the ins removal. The patient/consumer was to follow-up with a healthcare professional (hcp). It was noted that the patient was in assisted living and did not have any managing hcp for his device.